Manufacturer narrative:
Additional information: d10, h3, h4 and h6. H4: the device was manufactured between 12nov2019 and 12nov2019. H10: one (1) device was received for evaluation. During visual inspection the bag was observed to have a slice at the top where the customer likely drained the contents; otherwise, inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. The other device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) exactamix 250 ml eva tpn bags leaked from the center administration port. It was not reported where in the process the event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.